Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is necrosis.

Event description:
Patient reported a right side "little tiny painful balls that formed in both breasts" (started in number about 15 and doubled to 30 and then 45 and kept multiplying), " painful when you push on them", and "appeared to be fatty necrosis". Device remains implanted.

Event description:
Patient reported a right side "little tiny painful balls that formed in both breasts" (started in number about 15 and doubled to 30 and then 45 and kept multiplying), " painful when you push on them", and "appeared to be fatty necrosis". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.